Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is in response to FDA report mw5057496. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was being used on a patient and was locked in mode with backup rate set and functioning properly. The epg's battery was changed and the epg shut off. The patient experienced asystole and lost consciousness. Once the epg was turned back on, the patient's heart rate went back to default rate and patient regained consciousness without any further intervention. The status of the epg is unknown. No further patient complications have been reported as a result of this event.